Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has had a gradual change in hearing with the device.

Event description:
In situ testing has shown an increase in the number of affected channels. The user still has hearing perception and has not reported a problem. A medical appointment is to take place but no date has been provided yet.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show several channels with hi and short circuit status, due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Further medical checks are planned but no date has been scheduled yet.